Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin was leaking at the adapter. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
Correction: cartridge was the alleged product. Wrong product was reported.

Event description:
It was reported that insulin was leaking at the adapter. The lot number of the adapter was not provided. The patient experienced elevated blood glucose levels. No adverse event was reported. The adapter was discarded; therefore, no product could be requested to be returned for product evaluation.